Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel breast prosthesis and experienced bilateral capsular contracture (baker grade 4) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
On january 31, 2022, mentor became aware of additional information regarding the patient's information. The patient identifier has been updated to "(B)(6)". Manufacturer¿s reference number: (B)(4).